Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report from the field service engineer, omsc surmised there was the possibility that the reported issue was attributed to inappropriate and/or the insufficient reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the periodic maintenance at the facility, the field service engineer found that the facility had lost the auxiliary water tube approximately two years ago. Therefore the auxiliary water channel of the subject device had not been cleaned for approximately two years. There was no report of patient injury associated with this event.